Manufacturer narrative:
Updated fields: b4, d9 (device available for evaluation and date return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field d4 lot and UDI number. The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath. The nonmaquet sheath was returned over the catheter tubing. The optical fiber was found to be broken within the membrane 24 cm from the iab tip. One kink was observed on the returned sheath. The threeway was also returned. The reported failure was confirmed by the evaluation. The optical fiber was found to be broken. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) had optical sensor malfunction message appeared, making the sensor unable to be calibrated and causing the blood pressure display to disappear. There was no patient harm or injury reported.